Event description:
It was reported that the patient experienced pocket stimulation and noise was observed on the electrocardiogram during ventricular high rate episodes. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.